Event description:
Dealer alleges the 6599 commode was cracked in a couple of different places with no damage to the box. Dealer advised under the seat where brackets attach to hold the seat is cracked and broken. Dealer advised out of box issue.